Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause of the reported slda could not be determined. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr), as listed in the triclip system instructions for use, is a known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were the result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+. The first triclip was inserted and deployed on the septal and anterior leaflets. The second triclip was inserted and deployed on the septal and posterior leaflets, reducing tr to a grade of 2+ on (B)(6) 2025, an echocardiogram was performed and revealed that the first clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to 4+. A second triclip procedure was performed, and one clip was deployed next to the slda clip, reducing tr to a grade of 2+.